Event description:
Adverse event(s): "myopic surprise" (postoperative refraction, unexpected); "dry eyes" (dry eye(s)); "fluctuating vas" (no code available). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A tech reported that following intraocular lens (iol) implant surgery, a pt is experiencing a myopic surprise, with fluctuating visual acuities; and had dry eyes which is being treated with medications. The pt continues to be monitored. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 06/23/2010 and 07/15/2010 by phone, fax, and mail. Medical records were received on 06/21/2010. A complete questionnaire has not been received. (B)(4).